Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, minor scratches on display window and missing end cap sticker.

Event description:
Customer reported the insulin pump had keypad issues. Customer blood glucose was not provided. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.